Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1 and g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error due to excessive force and/or prying/leveraging the device during use.

Event description:
On 05/03/2023, it was reported by a sales representative via phone that an 1192-115 troch nail threads were completely stripped off. This was discovered during a case device broke during use. Fragments remained in bone and possibly in soft tissue. Procedure was completed using another screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.